Event description:
It was reported that an ilet user experienced repeated insulin occlusion alerts during sleep that recurred after dismissal, with persistent high blood glucose reported at 401 mg/dl despite multiple supply changes and inspection confirming no visible kinks, air bubbles, leaks, or moisture, indicating an obstruction of insulin flow potentially related to a connector or coupler component. Symptoms included fatigue associated with hyperglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were completed, and the user was instructed to change supplies and monitor glucose. Investigation of this case revealed findings consistent with a deformation problem leading to an obstruction of flow associated with the connector or coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.